Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that the helix got caught in the tricuspid valve tissue resulting in stretched helix. The physician elected to implant a different rvlp. There were no patient consequences.